Event description:
Literature was reviewed regarding a patient with severe pulmonary regurgitation who underwent a procedure to implant a medtronic harmony bioprosthetic valve in the pulmonary position. During the procedure, the harmony valve was positioned and then moved into the main pulmonary artery exposing the remainder of the valve frame to a transannular position. Soon after valve deployment the patient was noted with a decreased systolic blood pressure. A coronary angiogram showed left main coronary artery compression. Subsequently the patient was converted to open surgery with explant of the harmony valve and successful implant of a medtronic 29-mm hancock bioprosthesis. Nine days later the patient was discharged. At a four-month follow-up check the patient was noted as having made a full recovery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: lópez-tejero et al. Acute left main coronary artery compression after harmony-tpv implantation. Catheter cardiovasc interv. 2025 jan 29. Doi: 10.1002/ccd.31427. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.